Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode/wrist electrode test; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the programmer booted to a system error; hard drive reconfigured and software reloaded to resolve issue. It is noted the power cord door latch tabs have stress marks. Concomitant medical products: product ID: r2290 analyzer (B)(4).